Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a pause episode from the implantable cardiac monitor that showed electrocardiogram suspended for 30:30. R-waves were 0.1 mv or less. Electrocardiogram looked to be loss of contact. The device remains in use. No patient complications have been reported as a result of this event.